Event description:
Patient was treated for lateral foot pain, unit was in narrow pulse mode, intensity was set at patient comfort for 15 minute treatment. Therapist used cold packs over electrodes. I requested pads used during incident (2" round reusable chattanooga pads). Therapist said they disposed of them. When therapist removed pads there was no evidence of the burns. Later the same day, patient returned complaining of burns to her lower ankle. (Therapist described the burns as 3rd degree, one about the size of a dime and the other about half the size of a dime). Burns were treated using salve. Patient did not seek further medical intervention. Therapist saw patient last week and said the patient is healing.

Manufacturer narrative:
The device was tested by service technician and by quality control. There was no problem found. However, the electrode cable was shorted, but could not have caused burn to the patient.